Event description:
It was reported that the home patient (hp) observed air bubbles inside of the cassette (not the tubing) of an automated pd set with cassette. This was noticed during an unspecified step of peritoneal dialysis (pd) therapy. It is unknown whether the hp was connected to the setup at the time of the observation. The hp stated that they had been performing pd therapy for 12 years and never had a prior issue like this. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Air in the cassette, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).